Manufacturer narrative:
Product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 37083-60, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37083-60, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3888-33, lot# j0455224v, implanted: 2006 (B)(6); product type lead (B)(4).

Event description:
It was reported the patient¿s battery was replaced every year because they used it all the time but was told the battery would last 5 years. **information omitted pertaining to 700620796 ¿ popping out of skin, 700619649 - over-discharge and 700645151 ¿ battery replaced. These are related events**